Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. This device was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 5076-58 lead, implanted: (B)(6) 2010; ddbb1d1 ICD. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a high lead impedance out of range warning on the superior vena cava (svc) coil. A check on the svc coil impedance shows spikes. The svc coil was programmed off. The lead alerted again for high rv coil impedance out of range. The lead was suspect of a fracture. The lead continues to be monitored and remains in use. No patient complications have been reported as a result of this event.